Manufacturer narrative:
(B)(4) - failed repair, patient's native valve was incompetent. Evaluation method: no product returned for evaluation. Additional manufacturer narrative: without the return of the subject device and report of the serial number, a device history records review was not performed. Based on the information available, the issue may be related to patient anatomy as it was reported that the native valve was incompetent and the patient had recurrent mitral regurgitation.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
It was reported that a 445026mm ring was explanted after 5 days of implant duration due to recurrent mitral regurgitation. It was reported that the ring was not at fault. It was a failed repair. The operative report states, "identified the valve was severely incompetent, removed the previous ring and all the stitches." The ring will not be released for evaluation. The surgeon used a 7300tfx27mm as a replacement.